Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call.

Event description:
The customer reported that the 6800 system had no image on either monitor and there was a frame synchronization error message. No patient injury was reported.